Manufacturer narrative:
Additional information: representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements.

Manufacturer narrative:
Date sent to the FDA: 01/11/2017. Additional information: model #/lot #, device manufacture date the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Sample return tracking information

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent micrographic facial surgery on an unknown date and suture was used. Following the procedure, the patient reported the wound dehisced. The patient was resutured and released. It was reported that the current patient status is well. No additional information was provided.